Event description:
Reportedly, the patient received inappropriate shocks due to ventricular oversensing. Lead impedances and continuity were normal when the ICD device was interrogated during follow up. The ventricular sensitivity value was increased. The physician is requesting an analysis of the memory data (to confirm or not whether the oversensing could be related to a lead failure) and the recommendation to manage his patient.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009) ela is filing this MDR at this time.